Manufacturer narrative:
No button error alarms were noted during testing. However, the pump had intermittent bolus express, esc and act button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm that could not be cleared. The customer stated that they had not pressed any button for three minutes or longer. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.